Event description:
Philips received a complaint on the device efficia dfm100 indicating that the battery doesn't work. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The issue is evaluated remotely with support from philips rse. Customer is provided with a service quote. The device has not been made available to philips. Visual and functional testing could not be performed. Based on the information available, the cause of the reported problem is not able to be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.